Event description:
Removal of dental implant. The clinician reported the abutment and abutment screw can not be removed, so the implant was removed.

Manufacturer narrative:
The implant was not fractured. The implant was examined under 20x magnification and no thread defects were noted. The removal torque of the abutment screw returned was measured, 35.5 n-cm, which is over the limit MFR recommends. The abutment was easily removed after the abutment screw was removed. T